Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with low impedance (less than 600 ohms). The patient likely needs a lead revision. The device history records of the lead were reviewed. The generator passed final quality and functional specifications prior to release. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received. Tablet data was received and reviewed. Based on the data, it supports the report of short circuit conditions of the lead. No other relevant information has been received to date.

Event description:
Additional information received. It was noted that only low impedance error message was seen. It was noted that the patient experienced a slight increase in seizure activity. No other relevant information has been received to date.